Manufacturer narrative:
The technician isolated the issue to foreign material in siderail center arm assembly, preventing latch from engaging properly. He removed the foreign material, and cleaned the center arm assembly to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch.